Event description:
A review of service data detected a reportable event. During servicing of battery pack (B) (4), which was returned for routine maintenance, it was discovered that the battery pack would not charge. The last pt to use this battery pack did not report any problems with it.

Manufacturer narrative:
Device eval summary: device eval battery pack (B) (4) has been completed. One battery pack (B) (4) would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The root cause of the battery pack not charging was this unk substance. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The last pt to use this battery pack did not report any problems.